Event description:
It was reported that during the implant, the physician was unable to find ideal position for implanting the right ventricular (rv) lead affecting the surgical process and leading to a serious injury. A new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.